Event description:
It was reported that the pt experienced overstimulation, stimulation in the wrong location, and that her device was turning on by itself. Specifically, her stimulation was too strong and in the wrong place and would not stop until she used the pt programmer to turn it off. The pt had surgery in (B)(6) 2008 and was overmedicated and her heart had to be "shocked" in order to bring her back to life. She felt that this may have been related to the device turning on by itself. She also felt stimulation when her head was turned a certain way even though the device was turned off. She also noted that the stimulation turned off when she walked in front of a tram station about one and a half weeks ago. The pt was at home and re-directed to her healthcare professional. Further info was requested.

Manufacturer narrative:
(B)(4)